Event description:
The ortho summit plus instrument reportedly did not pipette sufficient sample/reagent and did not generate an error message. No death or serious injury was associated with this incident.